Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding"), pelvic pain ("severe and persistent pain"), hepatitis ("inflamed liver"), splenitis ("inflamed spleen"), metal poisoning ("signs of metal poisoning") and systemic lupus erythematosus ("autoimmune disorder: lupus") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 ((B)(6) 997, (B)(6) 2004, (B)(6) 2005, (B)(6) 2007 and (B)(6) 2009), complication of delivery (her son was born with the umbilical cord around his neck) in 2005 and complication of delivery in 2005. Previously administered products included for an unreported indication: iud from 2009 to 2010, birth control pill from 2004 to 2008 and depo shot from 2001 to 2003. Concurrent conditions included morbid obesity. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), hepatitis (seriousness criterion medically significant), splenitis (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), abdominal pain lower ("pain in stomach/pain in lower abdomen, right side pain"), abdominal pain ("pain in abdomen"), abdominal distension ("bloating"), the first episode of alopecia ("hair falling out"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), rash generalised ("rashes all over body") and dyspareunia ("dyspareunia"). On (B)(6) 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and rheumatoid arthritis ("rheumatoid arthritis"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total hysterectomy performed on (B)(6) 2014) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine haemorrhage, dysmenorrhoea, nausea, rash generalised, vaginal discharge and dyspareunia had resolved, the pelvic pain, hepatitis, splenitis, metal poisoning, systemic lupus erythematosus, abdominal pain lower, abdominal pain, abdominal distension, vaginal haemorrhage, menorrhagia, rheumatoid arthritis, the last episode of alopecia, migraine, headache and weight increased outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, headache, hepatitis, menorrhagia, metal poisoning, migraine, nausea, pelvic pain, rash generalised, rheumatoid arthritis, splenitis, systemic lupus erythematosus, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: coils were in place and tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: after internal review, intervention required was ticket. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding"), pelvic pain ("severe and persistent pain"), hepatitis ("inflamed liver"), splenitis ("inflamed spleen"), metal poisoning ("signs of metal poisoning") and systemic lupus erythematosus ("autoimmune disorder: lupus") in a 29-year-old female patient who had essure (batch no. A73755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 ((B)(6) 1997, (B)(6) 2004, (B)(6) 2005, (B)(6) 2007 and (B)(6) 2009), complication of delivery (her son was born with the umbilical cord around his neck) in 2005, complication of delivery in 2005 and ovarian cyst. Previously administered products included for an unreported indication: iud from 2009 to 2010, birth control pill from 2004 to 2008 and depo shot from 2001 to 2003. Concurrent conditions included morbid obesity and ache. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"), 1 day after insertion of essure. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), hepatitis (seriousness criterion medically significant), splenitis (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), abdominal pain lower ("pain in stomach/pain inlower abdomen, right side pain,lower abdominal pain"), abdominal pain ("pain in abdomen"), abdominal distension ("bloating"), the first episode of alopecia ("hair falling out") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced rash generalised ("rashes all over body, body rashes") and dyspareunia ("dyspareunia"). In 2013, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced the second episode of alopecia ("hair loss"). On (B)(6) 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and rheumatoid arthritis ("rheumatoid arthritis"). On an unknown date, the patient experienced pain ("throughout my whole body"). The patient was treated with surgery (hysterectomy and total hysterectomy performed on (B)(6) 2014,salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2014. At the time of the report, the uterine haemorrhage, pelvic pain, dysmenorrhoea, fatigue, nausea, rash generalised, vaginal discharge and dyspareunia had resolved and the hepatitis, splenitis, metal poisoning, systemic lupus erythematosus, abdominal pain lower, abdominal pain, abdominal distension, vaginal haemorrhage, menorrhagia, rheumatoid arthritis, the last episode of alopecia, migraine, headache, weight increased and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, headache, hepatitis, menorrhagia, metal poisoning, migraine, nausea, pain, pelvic pain, rash generalised, rheumatoid arthritis, splenitis, systemic lupus erythematosus, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: (B)(6) 2013 (as per 1st pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion; in (B)(6) 2013: results: coils were in place and tubes were blocked. Approximately around (B)(6) 2014, I spoke with dr. About my results and she said that the essure looked to be properly placed and the tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding"), pelvic pain ("severe and persistent pain"), hepatitis ("inflamed liver"), splenitis ("inflamed spleen"), metal poisoning ("signs of metal poisoning") and systemic lupus erythematosus ("autoimmune disorder: lupus") in a 29-year-old female patient who had essure (batch no. A73755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 ((B)(6) 1997, (B)(6) 2004, (B)(6) 2005, (B)(6) 2007 and (B)(6) 2009), complication of delivery (her son was born with the umbilical cord around his neck) in 2005, complication of delivery in 2005 and ovarian cyst. Previously administered products included for an unreported indication: iud from 2009 to 2010, birth control pill from 2004 to 2008 and depo shot from 2001 to 2003. Concurrent conditions included morbid obesity and ache. In march 2013, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"), 1 day after insertion of essure. In march 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), hepatitis (seriousness criterion medically significant), splenitis (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), abdominal pain lower ("pain in stomach/pain inlower abdomen, right side pain,lower abdominal pain"), abdominal pain ("pain in abdomen"), abdominal distension ("bloating"), the first episode of alopecia ("hair falling out") and dysmenorrhoea ("dysmenorrhea (cramping)"). In april 2013, the patient experienced fatigue ("fatigue"). In april 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In may 2013, the patient experienced rash generalised ("rashes all over body, body rashes") and dyspareunia ("dyspareunia"). In 2013, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced the second episode of alopecia ("hair loss"). On (B)(6) 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and rheumatoid arthritis ("rheumatoid arthritis"). On an unknown date, the patient experienced pain ("throughout my whole body"). The patient was treated with surgery (hysterectomy and total hysterectomy performed on (B)(6) 2014,salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2014. At the time of the report, the uterine haemorrhage, pelvic pain, dysmenorrhoea, fatigue, nausea, rash generalised, vaginal discharge and dyspareunia had resolved and the hepatitis, splenitis, metal poisoning, systemic lupus erythematosus, abdominal pain lower, abdominal pain, abdominal distension, vaginal haemorrhage, menorrhagia, rheumatoid arthritis, the last episode of alopecia, migraine, headache, weight increased and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, headache, hepatitis, menorrhagia, metal poisoning, migraine, nausea, pain, pelvic pain, rash generalised, rheumatoid arthritis, splenitis, systemic lupus erythematosus, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: (B)(6) 2013 (as per 1st pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Hysterosalpingogram - in december 2013: results: coils were in place and tubes were blocked; on an unknown date: result: total bilateral occlusion. Approximately around january 2014, I spoke with dr. About my results and she said that the essure looked to be properly placed and the tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number added. Lad data added. Concomitant condition and historical condition added. Events : throughout my whole body were added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.